Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. However, during the device analysis, chipped adhesive around both the distal end light guide and objective lenses was identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the cause of the adhesive damage is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.